Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, which warranted antibiotic therapy. The pdrn stated the cause of the peritonitis was touch contamination due poor hand hygiene. Per the pdrn, the peritonitis event is unrelated to the utilization of the liberty select cycler, liberty cycler set or any fresenius products or devices. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the event, as there is no allegation or objective evidence indicating the liberty select cycler or liberty cycler set caused or contributed to the serious adverse event experienced by the patient. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
It was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy was diagnosed with peritonitis. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed peritoneal eluent fluid cultures collected were positive for gram-negative pseudomonas aeruginosa. A peritoneal effluent cell count revealed an elevated wbc count of 1154 u/l. The patient was treated as an outpatient and prescribed intraperitoneal (ip) ceftazidime 1 gram, and cefepime 1 gram daily for 3 days. Once the culture results returned, the cefepime was discontinued, and the patient continued the ceftazidime for an additional 18 days. The pdrn stated the cause of the peritonitis was touch contamination due to poor hand hygiene. Per the pdrn the event was unrelated to the utilization of the liberty select cycler, liberty cycler set and/or any fresenius device(s), drug(s) or product(s). The patient is recovering from the event and continues to perform ccpd therapy without difficulty.